Event description:
It was reported from germany that the attachment device did not function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Incorrect serial number: the device serial number was incorrectly documented. The serial number has been updated from (B)(4) to (B)(4) . The device manufacture date was updated as aug 20, 2009. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out, loose and no longer in axial alignment, which caused the device to run hot and have vibration. Therefore, the reported condition was confirmed. When a cutter was able to be inserted with this type of damage and the device was run, it created heat and vibration from the damaged bearings. The assignable root cause was determined to be due to worn out and damaged bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.